Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the patient was found with severe stenosis in the mid left anterior descending artery (lad). The physician decided to implant a xience v stent in this case. After the xience v stent was implanted, an undersizing of the stent was noted. Therefore, a voyager nc balloon was selected to appose the stent in the vessel wall. Unfortunately, the first voyager balloon was noticed leaking during the procedure. The indeflator pressure did not increase during balloon inflation and blood was found in the balloon catheter. Therefore, a new balloon catheter was used instead with a satisfactory result. No additional event or patient information is available.